Event description:
It was reported that following a recent meal and an infusion set change, the ilet user experienced very high blood glucose readings after not announcing the meal. A bent cannula was also observed during a subsequent infusion set replacement. The event involved user operation and the user interface. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure and failure to announce the meal, with a bent cannula contributing to prolonged hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.